Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her sensor was reading 60 mg/dl but her blood glucose was 146 mg/dl. Customer also reported that she had blood glucose over 300 mg/dl when waking up but went to bed at around 200 mg/dl. Customer is unsure if basal rates are correct and bolus wizard settings are unknown. Customer was advised to remove reservoir, rewind insulin pump and program a normal bolus; bolus was recorded correctly in history. Customer stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing. Customer stated she is pretty sure the high blood glucose is due to her settings needing adjustments. . Nothing further reported.